Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the tube is bending

Manufacturer narrative:
Submit date: 2017-july-06 a. Device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo was performed and the catheter did not present any problems with kinking. A brainstorming session was performed with the purpose of identifying potential root causes. Based on the photo evaluation the reported condition was not confirmed. According to the investigation findings, the possible cause is considered as a customer perception since the kinked condition reported on this complaint was not confirmed. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure an in-process inspection is performed at the final stage of production, which would identify this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer was having an issue with a dialysis catheter. The customer states the tube is bending.